Event description:
It was reported to resmed that an astral device had a faulty power button. The device was not in use when the fault occurred, therefore, there was no pt involvement. Ref MFR# 3004604967-2015-000128.